Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and after the reset, the error code did not reappear. The customer successfully started their sensor session following the resolution.